Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
It was reported that the ventilator during high flow therapy had low pressure. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and advised that the unit passed performance verification testing. Upon a follow up, the customer reported that the unit passed all pvt testing and the issue is believed to be due to the cannula being occluded because it was too far up the patient¿s nose and so the flow would drop.